Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 947 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and un unrelated infection. The patient was brought by ambulance to the hospital. Once at the hospital the patient was placed in the intensive care unit. The patient was diagnosed with sepsis as well as dka. The patient was treated with intravenous fluids. The patient reports they have been transferred to a rehabilitation center where they are being treated for shingles.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.